Manufacturer narrative:
(B)(4).

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the iliac artery. An unspecified sheath was placed over the iliac bifurcation. After an amplatz super stiff guide wire crossed the lesion, a non bsc support catheter was advanced over the wire just proximal to the lesion. However, upon removal of the support catheter, it was stuck on the guide wire and could not be removed. So the physician removed both the amplatz super stiff guide wire and the support catheter from the patient. Another unspecified guide wire was inserted and the procedure was completed. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. A visual inspection was performed and no failures were found on the returned device. A dimensional inspection was performed and all the outer diameter measurements were according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the iliac artery. An unspecified sheath was placed over the iliac bifurcation. After an amplatz super stiff guide wire crossed the lesion, a non bsc support catheter was advanced over the wire just proximal to the lesion. However, upon removal of the support catheter, it was stuck on the guide wire and could not be removed. So the physician removed both the amplatz super stiff guide wire and the support catheter from the patient. Another unspecified guide wire was inserted and the procedure was completed. There were no patient complications reported and the patient's status is fine.